Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that suturetape was used during a procedure on a patient. The patient began to experience a rejection of the suturetape and thus, had it removed. Additional information provided 11/21/2019: the original procedure was performed on (B)(6) 2019. It was a revision of acromial and rcr procedure. The patient was experiencing wound draining and itching in her feet. The suturetape was removed on (B)(6) 2019. Additional information provided 11/27/2019: the patient underwent the revision due to non-union. The date of the original procedure is unknown. Since the removal, the patient has taken a variety of sutures to her allergist to test. The surgeon believes her genetics are the issue-not the suturetape.